Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that while administering a prefilled flu vaccine to an employee, a needle was inserted into the deltoid and began to advance the plunger, which some of the vaccine squirted out onto the worker's shirt and the employee's arm.